Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation/conclusion: as of 07/06/2015, the product has not returned for evaluation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. If the device is returned, an evaluation will be performed and a supplemental report will be submitted.

Event description:
The caller alleged a variance between the inratio inr results and the physician's point of care (poc) inr result. Results are as follows: date, inratio inr, poc inr: (B)(6) 2015, 4.8, n/a; (B)(6) 2015, 5.3, 2.9 therapeutic range: 2.0 - 3.0 the time between testing, on (B)(6) 2015, was five (5) minutes. There was no reported adverse patient sequela. There was no additional information provided.